Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the procedure, a wire was placed distal to the lesion, and the rotarex device initially functioned without concern. However, imaging performed to confirm wire placement prior to advancing the device revealed that the proximal tip of the wire was not moving. It was determined that the wire had fractured, with a portion breaking off and migrating into the patients foot. Attempts to retrieve the broken wire were unsuccessful, and the fragment remains in the patient¿s body. The current status of the patient is unknown.